Event description:
Additional information received that the patient lost therapy around (B)(6) 2021 (approximately 3 months ago) due to ipg being inoperable. Ipg was explanted and replaced on (B)(6) 2021 addressing the issue. Therapy was confirmed post operatively.

Manufacturer narrative:
Per the additional information received, the device met normal end of life. As such, this event does not meet the reportability and is no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient lost therapy due to the ipg reaching end of life. As such, surgical intervention may take place at a later date to address the issue,